Event description:
During a knee scope, the surgeon started at 80mmhg, then went up to 90mmhg. Ten minutes into the case, the patient's thigh was noted swollen. Dr aborted the surgery. Follow up determined it was decided not to re-operate on the patient. Rep states tubing was discarded and no problems were reported with the pump. The pump has been used continuously without issues in other cases after this event. This device is used for treatment.

Manufacturer narrative:
Device was discarded by the hospital and DHR review revealed nothing relevant to this event. The cause of this event could not be determined without device evaluation. No problems reported with the pump. Review of similar incidents reported to arthrex, where pump & tubing were returned for evaluation, indicate the operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The intructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.